Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. The customer's boyfriend provided assistance and the customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.